Event description:
Provider states that the unit runs for a couple hours before shutting down and alarming. Provider states the unit is getting a high pressure not switching error code. No additional information provided.